Event description:
Davinci tenaculum not working properly, replaced item, same problem, upon closer inspection, it was determined that inner cables were broken, third tenaculum worked without issues. Equipment ID # (B)(4), asset # n10160808. The entire davinci system is under service agreement with the original equipment manufacturer. We will follow up with the company to see if this is a consumable part or something that is reusable.